Event description:
It was reported that during a left ventricular assist device (lvad) implant procedure, the health care professional (hcp) reported that the left ventricular (lv) lead in this cardiac resynchronization therapy defibrillator (crt-d) system was unintentionally cut. Later on, device was interrogated and the presenting electrogram (egm) showed loss of capture (loc) with some premature ventricular contraction (pvc) beats. It was noted that the lv lead is a non-boston scientific lead and the loc was determined to be due to patient condition. Subsequent additional information reported that during a follow up visit, the egm showed oversensing noise on the right atrial (ra) lead. At this time, the hcp reprogrammed the device and will continue to monitor. No additional adverse patient effects were reported. The crt-d device, ra lead and non-boston scientific lv lead remain in service.